Manufacturer narrative:
Device passed displacement test, self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 504 mg/dl at the time of incident. The customer treated with bolus for high blood glucose. Customer was using the insulin pump within 48 hours of high blood glucose event. Other blood glucose value mentioned such as 183 mg/dl. Customer reported that the insulin pump was on auto mode. Customer reported that they had to replace battery every 3 days. Call disconnected while troubleshooting. The insulin pump will not be returned for analysis.